Event description:
While the operator of the laser was calibrating the laser, the optical delivery fiber broke in half. The laser continued calibrating and shot laser pulses from the broken fiber directly toward the operator. Although the operator immediately moved away from the laser, the fiber still hit the operator. The fiber was extremely hot and left a burn mark on the clothing in the stomach area. Operator also experienced a burn on the lower left arm subsequent to the laser sparks.